Event description:
It was reported that the patient presented in remotely via merlin.net. Review of transmission revealed noise oversensing on her atrial lead that lead to automatic mode switch (ams). On (B)(6) 2021, the atrial lead was capped and replaced. The patient condition was stable.